Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer stated that she removed the battery and the device made some clicking sounds. Blood glucose level at the time of the incident was 145 mg/dl. The caller also reported that the insulin pump had several error alarms and had a constant tone. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump passed the error and self tests. No unexpected audio/beep anomaly was noted. Unable to verify error alarm in the alarm history due to the history file overwritten with other alarms that were due to a corrupted history file. The pump was received with intermittent button response due to a flattened express bolus and esc button dome switch. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.